Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. A gore® introducer sheath with silicone pinch valve was inserted from the patient's right femoral artery. It was reported that there was an access vessel damage during the procedure, and a femoral-femoral bypass procedure was performed to repair the vessel. The diameter of the access vessel is unknown. On an unknown date, the patient expired of unknown reason. (The patient¿s family notified the facility of the death.)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.